Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6) medical center, united states. The title of this report is ¿a retrospective data collection of the internal fixation of the clavicle, scapula, olecranon, humerus, radius, ulna, distal fibula, small bones in the ankle, fore-, mid- and hind-foot in adult patients with the variax 2 one third tubular plating system¿ which is associated with the stryker ¿ variax 2 one third tubular plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from july 2016 to december 2018. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 8 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses infection followed by debridement. 1 out of 3 cases. The report states: ¿the other three patients went on to heal their fractures and had hardware removal and debridement to treat their infections which resolved. One was a ga iiia open ankle fracture from a motorcycle accident in an otherwise healthy nonsmoker. The second was a ga iiib open ankle fracture from a pedestrian struck by vehicle in an otherwise healthy nonsmoker. The third infection was a closed ankle fracture in an older (67) smoker with diabetes.¿